Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device's alarm system was not functioning as expected. The reporter, a third party service agent, advised that alarm silence button appeared to be automatically engaged when the device was powered on. As a result, the audible alarm was being automatically silenced. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec has determined that this medwatch report was submitted in error. The initial information received by ventec had been misinterpreted. The reporter did not report that the device's alarm system was not functioning as expected. As a result, this does not meet reportability requirements as the issue would not cause or contribute to death or serious injury if it were to recur.